Manufacturer narrative:
Initial reporter postal code: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had air in their body without an alarm on an unspecified date. The patient stated that they feel fine. There was no patient injury or medical intervention associated with this event. No additional information is available.